Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history review was completed for material number 383328 and lot number 0007673. Multiple quality tests were performed by our quality assurance technicians and all results were within specification. As no samples were available our quality assurance team could not perform a thorough investigation, therefore the customer complaint could not be identified. If at a later time the physical sample could be returned an additional investigation could be completed. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced a safety mechanism failure resulting in blood exposure/splash and a post use needle stick injury. Product defect occurred during use. It has not been specified whether any medical intervention was received as a result of the needlestick injury. The following information was provided by the initial reporter: accident of exposure to blood with the product. When the catheter was inserted the needle did not retract at the time of withdrawal, resulting in a pricking or scratching of the nurse's forearm.